Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be provided once it has been completed.

Event description:
Doctor noticed the sheath was longer and translucent after piercing the posterior side with the biopsy needle.